Event description:
A pt service representative (psr) contacted zoll customer support while assisting a 68 year old female pt to report that the battery pack was not holding a charge.

Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (will not hold a charge) has been confirmed. As received, the battery would not charge when placed in the charger and did not power on a monitor. The cause of the inability to charge or power on a monitor is a low output voltage of 1.88v. The root cause of the low output voltage cannot be positively identified but is likely defective cells. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.